Manufacturer narrative:
The customer reported issue of the autopulse displayed ua02 (compression tracking error) message was confirmed during the archive review but not in the functional testing. The reported complaint of ua16 (timeout moving to take-up position) error message was confirmed during the functional testing as well as during the archive review. The ua16 issue was found to be due to the brake gap seized. The brake gap was freed and cleaned with alcohol. Once completed, the ua16 was able to be cleared and passed the run -in testing. Visual inspection was performed and found that the load plate cover, front enclosure of the platform was cracked. The battery lock was found to be bent. Lifeband clip was found to be unable to stay lock in place and the lifeband was falling off the channel. The autopulse platform is a reusable device and was manufactured on 06/29/2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Review of the archive log showed multiple faults of ua16 (timeout moving to take-up position) error messages. Error message of ua02 (compression tracking error) occurred only once was also recorded on (B)(6) 2017, the day of the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua02 (compression tracking error) and ua16 (timeout moving to take-up position) error messages. Customer attempted to clear the error messages however was unsuccessful. According to the customer while troubleshooting the device, attempting to recoil the lifeband, the autopulse shutdown. Customer also stated that it was only been a week since they last used the platform when this issue occurred. The autopulse has been taken out of service for repair.